Event description:
This nurse went to patient's bedside to do morning assessment and vital signs. It was noted at that time the lipid line appeared to be pink tinged. Upon closer examination of the lipid line and syringe there was approximately 2cc of blood in the syringe itself. The line was taken down and saved, biomed notified.